Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, heavily tortuous, 95% stenosed proximal left anterior descending artery. After pre-dilatation was performed with a 1.5 x 8 mm balloon catheter, a 3.0 x 48 mm xience xpedition stent was deployed. A stent edge dissection was observed post-deployment and another xience xpedition stent was deployed to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.